Event description:
It was reported that the autopulse battery lasted less than one minute, another battery lasted about 10 minutes. Customer has four batteries (sn (B)(4)), but is not sure which two were involved in the incident. Customer indicated that all batteries continue to charge and test fine. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.